Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight universal ii; guide cath: hyperion 6f. The device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency the xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid right coronary artery. After pre-dilatation with a non-abbott balloon catheter, a 3.5 x 12 mm xience xpedition was implanted; however, the stent was not fully apposed to the vessel wall. A 3.5 x 8 mm trek nc balloon catheter was used for post-dilatation when the balloon ruptured during the second inflation lower than 10 atmospheres. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.